Event description:
Primaxin admin via PICC line x28 min when blood started to back fill from PICC line through tubing into syringe. PICC line clamped a 2nd rn called to bedside and upon investigation, found that the syringe had a crack in it. PICC line flushed, blood sugar wnl and map 32. Pharmacy notified the nurse manager as well. Dates of use: 2009.